Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In this case, it was reported that the balloon was inflated to 16 atmospheres. It should be noted that the armada 18 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. The investigation determined the reported balloon rupture and difficulty advancing the device appears to be related to operational contest. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The UDI is unknown because the part/lot number were not provided.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel without tortuosity in the superficial femoral artery (sfa). The armada 18 balloon catheter was soaked prior to use and was prepared (air aspiration) outside the anatomy. There was mild resistance during advancement due to the anatomy. The balloon was inflated at 14 atmospheres (atms) for the first inflation. However, the balloon ruptured during the second inflation at 16 atms. A 5.5x100mm armada was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.